Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to related to the device/therapy, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the cause of the high impedance was probably due to the implant procedure. The patient is receiving effective therapy because the contact with the high impedance is not is use in the patient's programmed parameters. The etiology was updated to not related to device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance on contact 11 measured at 10,000 ohms. The high impedance was determined (B)(6) 2018. The etiology was listed as possibly related to the device/therapy and possibly related to the implant procedure. There were no actions taken. The event remains ongoing. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was unresolved at the time of study exit.